Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the physician felt no feedback from the vizigo sheath during the transeptal puncture and experienced discomfort due to its stiffness. Therefore, he switched to a non-bwi sheath, which allowed the puncture to proceed without any problems. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed that the soft tip was bumped. No other damage or anomalies were observed on the device. A device history record evaluation was performed for the finished device number 60000627, and no internal actions related to the reported condition were identified. The intracardiac resistance reported by the customer can be confirmed due to the conditions observed on the soft tip. This failure could be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the physician felt no feedback from the vizigo sheath during the transeptal puncture and experienced discomfort due to its stiffness. Therefore, he switched to a non-bwi sheath, which allowed the puncture to proceed without any problems. No adverse patient consequence was reported.